Event description:
Subsequent to the initially filed report, the following information was received: the stent delivery system faced difficulty during removal with the guiding catheter. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. The reported failure to advance and difficulty to remove could not be confirmed due to the condition the device was received for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guiding catheter during advancement causing the reported difficulty to advance. The device continued to interact with the guiding catheter during removal causing the reported difficulty to remove and stent dislodgement. Additionally, the reported treatment appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately calcified, moderately tortuous, 80% stenosed circumflex coronary artery. An unspecified guide wire was used with an unspecified 2x8mm balloon for pre-dilatation. A 2x18mm xience alpine stent delivery system (sds) failed to cross due to interaction with an unspecified guiding catheter. During removal, due to interaction with the unspecified guiding catheter the stent dislodged from the balloon. The stent was retrieved using the guide wire. After further dilatation, another guide wire and guiding catheter were used with a 2x23mm xience alpine stent to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.